Event description:
Pt self tester reported discrepant results: (B)(6) 2010, inratio: 1.3; (B)(6) 2010, inratio: 1.6, lab: 2.5. Pt's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.